Event description:
Facility had an incident involving an employee concerning a needle stick that has to be reported to the co. This needle is packaged in a plastic container and is supposed to have a guard over the needle. An employee was stuck with the needle as they moved it from stock. Another employee was then stuck with the dirty needle while transporting it. Additional information received from the facility indicated that the sample was discarded and the lot number remains unk. The user facility declined to provide additional information on the status of the employee's bloodwork.